Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device and found the following. There was a dissolution sign on the device. Omsc considered that high heat was generated from the melting part and gradually melted. The maximum power consumption of the device was exceeded the actual rated capacity of the mb-631. The label of the device describes as "rated capacity: 750va". However, omsc confirmed that the maximum power of power consumption devices exceeded at least 800va. Therefore, omsc concluded that this phenomenon attributed to using with exceeding the rated capacity of the actual product. If significant additional information is received, this report will be supplemented.

Event description:
The user used the otv-s7 (the video system center), clv-s40 (light source), a monitor (the model number was unknown), and this mb-631 (an isolation transformer). The user connected mb-631 from a wall outlet via an extension cord. No other device was connected to the extension cord. The user found that the plug of mb-631 was burnt. It is unknown if the power of these devices was turned on when the event occurred. It is unknown whether the device sparked or the fire went up. After this event, the device could be used without any problems. There were no reports of patient injuries related to this incident. The user facility did not provide other detailed information.